Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had backflow from the filling port. This issue was discovered during priming. The device was filled with normal saline and 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between march 03, 2022 - march 04, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and there was no evidence of leak observed at the fill port. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.